Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl at the time of hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer experienced symptoms such as vomiting and difficulty in breathing. Customer reported they did contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was on auto mode at the time of incident. Customer did not allege the insulin pump for under delivery. The device will not be returned for analysis.